Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right common femoral artery with 4f non-bsc sheath. The 100% stenosed target lesion was located in the moderately calcified right anterior tibial artery. After a non-bsc guide wire was used to cross the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. On the first inflation at 8 atmospheres, the balloon ruptured. The device was removed intact. There was no kink prior to use and no resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).